Event description:
It was reported that pump displayed malfunction code 13 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of new replacement pump under warranty, confirmed shipping details and signature requirement, provided instructions for placing malfunctioning pump in storage mode and returning it within 10 days using prepaid materials, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.